Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user stated that when medications were removed under a kit, all medications dispensed correctly until reached tower door 3. When door 3 opened, the remote manager unexpectedly released the refrigerator door, resulted on two doors being open simultaneously. Once both the tower and refrigerator doors were closed, a drawer failure occurred. Although the drawers can be recovered, the issue repeated each time the same process was followed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the tower door was failed. A field service engineer (fse) confirmed that storage space had been successfully recovered by the customer. The system functioned as intended after the customer resolved the issue.